Event description:
It was reported that the customer experienced a low blood glucose level of 60 mg/dl, cause was unknown. Low bg was addressed with intervention from customer's father, who assisted customer in consuming carbohydrates. Tandem technical support advised customer to consult their healthcare provider regarding diabetes management.